Manufacturer narrative:
(B)(4). The complaint is considered confirmed as the returned tasp was fractured. DHR review found no deviations/anomalies. The root cause is considered to be a design deficiency. The likely root cause for the tasp fractures is bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while attempting to insert the shim construct the bottom portion of the tibial articular surface provisional fractured.